Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf anat brg lt md size 4 PMA; item# 159548; lot# 2185173. Oxford ph3 cementless fem sz m; item# 154926; lot# 2113293. G2 - foreign: event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
T was reported that the patient underwent a revision from a unicompartmental knee arthroplasty (uka) to a total knee arthroplasty (tka) approximately fifteen years and two months after the initial implantation. The revision was performed due to a fractured bearing implant, loosening of the tibial component, and the presence of radiolucent lines around the posterior aspect of the femoral component. Attempts have been made and no further information has been provided.